Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an "la" procedure, while the reload was fired, the surgeon found that there were no staples at all; only cutting was shown. A new reload was used to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5556v. The analysis results showed that one ecr45b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.